Event description:
It was reported by the customer that a pyxis medstation es system, all orders were not crossed over. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, which resulted in a delay in the medication delivery. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction/defect found from the device. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer troubleshooted the device.